Event description:
Patient reported "asked for the form for the surgeon to fill out, because he is the one who replaces the prostheses." Later, patient representative reported results of anatomopathological examination, magnetic resonance imaging (MRI), and ultrasound (us). MRI revealed "minimal liquid sheet around the implants." The device remains implanted. This complaint is for the left side device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of minimal liquid sheet around the implants / seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: the patient asked for the form for the surgeon to fill out, because he is the one who replaces the prostheses. The patient informed that had ultrasound, resonance and performed a biopsy.